Event description:
Customer reportedly received results of 549 mg/dl and 206 mg/dl within 10 minutes on the compact plus system. Customer was given novolog based on result of 206 mg/dl. No adverse event reported. Requested return of suspect device, however, customer no long has the test strips; replacement was sent.